Event description:
It was reported that the guidewire became stuck in the catheter and the left superior pulmonary vein (lspv). During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The guidewire was loaded in to the catheter, and no resistance in moving the wire was felt when positioning the catheter in the lspv for ablation deliveries. Upon completing ablation of the lspv an attempt to pull the wire distally out of the vein it would not move. The guidewire had become stuck in the lspv. A clockwise and counterclockwise motion was able to release the wire from the vein, but when attempting to advance the wire to the left inferior pulmonary vein (lipv) it again was unable to move. The catheter and guidewire were withdrawn from the patient and replaced to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The farawave catheter was returned for analysis. The device was visually inspected for damage or defects related to the stuck guidewire complaint observed in the field. It was noted that the catheter was returned with a stuck guidewire still inserted, and foreign material was observed at the distal tip of the cage. The distal tip of the cage was examined under a microscope. Once the guidewire was able to be removed, it was examined under the microscope as well. The foreign material present on the cage distal tip and guidewire was determined to be some tissue and/or dried blood. It is believed that this was likely caused by the advancement or retraction of the guidewire engaging with some tissue and caused the guidewire to become stuck during use, confirming the reported clinical observations.

Event description:
It was reported that the guidewire became stuck in the catheter and the left superior pulmonary vein (lspv). During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The guidewire was loaded in to the catheter, and no resistance in moving the wire was felt when positioning the catheter in the lspv for ablation deliveries. Upon completing ablation of the lspv an attempt to pull the wire distally out of the vein it would not move. The guidewire had become stuck in the lspv. A clockwise and counterclockwise motion was able to release the wire from the vein, but when attempting to advance the wire to the left inferior pulmonary vein (lipv) it again was unable to move. The catheter and guidewire were withdrawn from the patient and replaced to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.